Event description:
Info received indicates the head section is drifting down, not immediate but over time.

Manufacturer narrative:
The technician found the trend valve was worn. He replaced the trend valve to repair the bed.